Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned device for an alleged cosmetic damage/failed battery test on october 08, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device passed the displacement test, sleep current measurement test, active current measurement and self test. All currents within spec range. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected failed battery test alarm noted. The device was monitored for 24 hours and no unexpected failed batt test or battery failed alert noted during testing. Successfully downloaded history files and traces using thump software. Failed bat ttest (58) confirmed in formatted history file on october 06, 2022 18:11:21.000, (file number 39, line number 645) internal flash. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Device was cut open to perform visual inspection and found evidence of moisture damage on the electric board and battery tube assembly noted. The following were noted during visual inspection: missing display window cover, corroded battery tube, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged failed battery test not confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a battery failed alarm and also stated that crack on the front and back sides of the insulin pump. No harm requiring medical intervention was reported. The troubleshooting was performed and the customer will discontinue the use of device.